Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9 it was returned on january 15,2025. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the there was no image and the light goes on and off. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the error description provided by the customer (no image, light on/off, circuit board problem) was not confirmed. Overall, the following defects were found: worn housing, discoloured housing, discoloured cover. As already mentioned, the device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is therefore concluded that the most likely cause of the error described is improper use by the user or during reprocessing. As described in checking the labelling', the instructions for use state that the product must be checked for functionality and damage before and after each use. In addition, a functional test (including light transmission and sufficient image quality) is described in which the defect on the device would have been noticed. The event is filed under internal karl storz complaint ID:(B)(4).